Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had presented with major joint laxity and tibia in internal rotation . Excessive as stated by surgeon. Surgeon decided a ts was not constrained enough add elected to total. Revise to zimmer rotating hinge. This was the left side. Nothing was loose or broken.

Manufacturer narrative:
The patient is (B)(6). An event regarding an internally rotated tibia component involving a triathlon ts baseplate was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had presented with major joint laxity and tibia in internal rotation . Excessive as stated by surgeon. Surgeon decided a ts was not constrained enough add elected to total. Revise to zimmer rotating hinge. This was the left side. Nothing was loose or broken.